Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided catheter placement procedure using the navarre universal drainage catheter. Post procedure on (B)(6) 2026, after completion of the procedure, the white connector on the drain tubing was observed to have cracked and was leaking fluid, although it had not completely fractured. This situation caused panic and anxiety for the patient and their family. As a result, the drainage catheter was replaced with a new drainage catheter to complete the procedure. There was no reported patient injury.

Event description:
A patient underwent an ultrasound guided catheter placement procedure using the navarre universal drainage catheter. Post procedure on (B)(6) 2026, after completion of the procedure, the white connector on the drain tubing was observed to have cracked and was leaking fluid, although it had not completely fractured. This situation caused panic and anxiety for the patient and their family. As a result, the drainage catheter was replaced with a new drainage catheter to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the partial view of a drainage catheter connected to an external connector in which the hub was noted to be cracked longitudinally, and fluid droplet was noted near the hub. The investigation is confirmed for the reported drainage catheter connector fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.